Event description:
The end user reported that the tail closure (sharp corner edge of outlet strip) caused rubbing on the right leg/foot. The area got sore leading to irritation and small amount of bleeding that stopped with pressure, she compared to "skinning her leg such as with a fall". She used a prescription medication clobetasol propionate that was prescribed for a different indication to treat it. The consumer is a newer user and denied any visible defect to the outlet strip. She stated that all pouches in the box were affected with irritation occurring within the first day of use. No photo is available at this time.

Manufacturer narrative:
(B)(4) device 10 of 10. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Batch record revision results: lot 4h01524 was manufactured 07/aug/2024, in aps 1 auto line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 15/nov/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1703525 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 15/nov/2024, complaints investigator ran a query in database in order to verify the complaints reported for the 4h01524 lot for the malfunction ¿pouch materials in contact with skin are too rough or sharp (includes tap, filter, filter cover label, invisiclose fasteners, pursing strips, tail clip/closure, drainage adaptors)¿ defect and no additional complaint was identified. Historical nonconformance review: on 15/nov/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿pouch materials in contact with skin are too rough or sharp (includes tap, filter, filter cover label, invisiclose fasteners, pursing strips, tail clip/closure, drainage adaptors)¿ defect for the lot number 4h01524 and as result, no nonconformance / corrective action / preventive actions (CAPA) (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 10 defective parts confirmed to date from a lot size of 21,000 products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be 1.5% based on our process instruction (pi). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 1.5. To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as no photographs or samples were available for this complaint issue, it was not possible to confirm the issue reported. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.